Event description:
It was reported that there was stent graft stenosis at the 2 year follow up. Stenosis in the main body was identified at the 1 month visit, called a thrombus in the CT report. Seen again at the 6 month visit and at the 1 year visit. At the 2 year visit, the stenosis was seen in the main and possibly both limbs but definitely in one of the limbs. The physician stated the stenosis was getting worse. In the interim (approximately 9 months ago) the patient had a thoracic aortic graft repair which was not related to the endurant stent graft. Additionally, the patient has intrastent thrombosis and in follow up cta, it was found that the thrombosis in the stent graft progressed but the lumen of stent graft still patent and the patient has no clinical symptom; therefore, no intervention was recommended.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion), lack of information (unknown cause of stenosis). Evaluation conclusion: lack of information (unknown cause of stenosis).